Event description:
Pt scheduled for femoral angiogram film. Scout was obtained, needle was inserted. Injector failed to inject and no further exposures were obtained. Field engineer, who was standing by in room replaced fuse. After testing equipment several times found the machine to be working satisfactorally. Second service engineer also could not duplicate problem. No harm to pt. Pt was rescheduled. Will use wall power source instead of table.